Event description:
Patient is participating in a global clinical study ((B)(6)) and had a zilver ptx stent placed in their left proximal sfa. The patient went in for medical evaluation on (B)(6) 2014 due to worsening claudication /rest pain. An ultrasound was performed at this visit & showed an occlusion proximal, within & distal to the study lesion. On (B)(6) 2014 angiogram was performed and the physician was unable to cross the lesion and consequently there was no treatment of the occlusion. The patient then became a candidate for bypass surgery. The comment on the ae form states: "all stents occluded per angio and duplex - no intervention performed-possible leg bypass in future." The patient presented for their 12 month follow-up clinical assessment, x-ray and duplex ultrasound on (B)(6) 2014. The duplex ultrasound findings show an occlusion proximal, within & distal to the study lesion. The x-ray of the study stents and nonstudy stent were negative for evidence of fracture. The patient remains a candidate for bypass surgery. This report is directly related to report ref # 3001845648-2014-00340. Two zilver ptx study stents of different lots were implanted in the lesion.

Manufacturer narrative:
Incident requires FDA MDR report based on the surgical intervention planned (planned bypass surgery) in response to the occlusion within the lesion where a zilver ptx stent was dwelling. The information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions.